Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, while undergoing a dressing change of the long-term catheter prior to hemodialysis, a tear, which meant a crack, was observed at the venous end/luer adapter of the chronic central venous catheter. There was no leak. A tego was not utilized. The insertion site was not treated prior to product placement. There were no other products being utilized with the device. Nothing unusual was observed on the device prior to use, and no other defects or damages were found on the product. As the initial disposition, the doctor on duty informed the patient and family members of the actual situation and contacted the superior doctor. The patient was told to go to the ward, and the catheter was repaired by replacing the venous end connector the next day. The physician was informed that the venous end was first made according to the doctor's instructions, and the arterial end was given for dialysis treatment. During treatment, close observation was performed for the presence of bleeding and air. There was no blood loss, and no blood transfusion was required. No medical intervention/treatment was required as a result of the event. There was no reported patient injury.